Event description:
The customer reported a retic stain leak below the lh750 instrument. The customer also observed bloody fluid below the retic mixing chamber. There was no report of any patient samples or results being affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a gloves at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found a leak at the fitting of vl99. Per the fse the leak was caused by either a hole in the tubing or a poor seal at the "t" fitting to which it was connected. The fse was not able to verify the exact root cause. The fse also noticed a leak at the retic chamber, vc17. The leak was caused by a poor seal on the chambers cap. The fse replaced chamber vc17 and replaced the tubing through vl99. The repairs were verified per the established procedures. Root cause of the first leak is attributed to the tubing through vl99. The root cause of the second leak is attributed to a poor seal on the retic chambers cap. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).